Event description:
Taxus stent placed to 1st in 2007. Returned five months later, with in-stent restenosis-successfully reopened with ptca & cutting balloon. On 11/29/07, transferred to gsh for pci of totally occluded taxus stent to om, following ami. Asa & plavix had been dc'd 7 days before colonoscopy - ami within a day after colonoscopy.